Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported by the customer that the bd safetyglide¿ needle only, 25 g x 1 in. Is not able to push. The following information was provided by the initial reporter: needles being used for flu clinic at corp center are faulty/ nurses are not able to push the air out or deliver the vaccine, when the needle is changed out (sometimes multiple times) there is no issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd safetyglide¿ needle only, 25 g x 1 in. Is not able to push. The following information was provided by the initial reporter: needles being used for flu clinic at corp center are faulty/ nurses are not able to push the air out or deliver the vaccine, when the needle is changed out (sometimes multiple times) there is no issue.